Event description:
The patient underwent generator replacement on (B)(6) 2016. The device was discarded after surgery and is therefore not available for return.

Event description:
It was reported on 10/03/2016 that this patient's device was unable to be interrogated. The patient's device was implanted in 2013. The patient believes the device is still working and the wand was blinking but the tablet stated there was a 315 error (failure to receive all bytes). On 10/05/2016 the representative went to the site to troubleshoot the issue. The patient was also present at this appointment. The physician's programming system was troubleshooted and was found to be fully functioning. The rep's programming system was also attempted to be used to interrogate the patient's device and still could not connect with it. The programming systems were confirmed to work on a demo device, so they are sure the issue is with the patient's device. They attempted to move the patient in case there was emi and palpated to be sure the generator had not moved laterally or deeper in the chest, but still could not connect to it. The tc gave the patient's current settings (2.75ma/30 sec on/1.1 min off/500 pulse width), but did not have any additional settings at the time or dates for programming history. Replacement surgery is likely but has not occurred to date.